Event description:
Patient with IV catheter placed and j-loop device attached. Medication attempted to be injected without success. Investigation of device found a small clear plastic foreign object. The foreign object was removed and then medication was able to be administered.